Event description:
A caller reported experiencing a cartridge alarm 20 multiple times a day over the past few days during insulin pumping. There was no adverse impact on the customer¿s blood glucose level, as it was confirmed not to exceed 500 mg/dl. The customer managed the situation by reattaching the original cartridge and continuing insulin delivery, and plans to monitor the issue further, contacting support for troubleshooting if a new alarm occurs.